Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿running slow¿ the unit was triaged and the customer¿s reported condition was confirmed. The flex circuit and sensor were replaced. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump was running slow. The pump rate was set to 120/hr for 16 hours. There was no harm to the patient as a result.